Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2017, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) surgery center (B)(6). United states. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a transobturator tape mid-urethral sling placement, urethrolysis secondary to significant adhesions in the para and sub-urethral spaces, and cystoscopy procedures on (B)(6) 2017, for the treatment of urodynamic stress incontinence. According to reports, the patient had a history of vaginal mesh kit complications from a vaginal mesh kit that was implanted in early 2000 and removed a year before the obtryx sling was inserted. Furthermore, the patient tolerated the procedure well, and no complications were reported throughout the procedure. As reported by the patient's attorney, the patient has experienced an unspecified injury.